Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: what is the surgeon¿s experience with the device? The surgeon has been trained and has been using the device for months. The resident assisting in the case has had experience with the device. What heat management techniques were used during the procedure? Wet laps were on the patient. Skin was retracted back. What strategies were used to prevent the device from lying on or near the incision? Retracting skin away from the area was a strategy utilized. Are there any photos of the burn available for review? There are no photos to review. Coordinator said hospital reviewed the device and did not find it to be a faulty device.

Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, the manufacturing records could not be reviewed.

Event description:
It was reported that during a total abdominal hysterectomy procedure, at the end of the case the surgeon noticed a small burn about a centimeter or less on the patient¿s skin near the incision. The burn is a second degree burn that was 1.5 cm in diameter, 2 cm above incision, 2cm left of midline, and was obtained while cauterizing ip ligament. Surgeon is not sure if it was caused by the shaft or the jaw of the device heating up. Another device was not needed the case was over when noticed. The burn was treated with topical agents- silver based cream, and discomfort was managed. Long term effect is cosmetic only.